Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2024, it was reported by a distributor via sems-06532027 that an ar-8305 synergy console got water into one of the accessory ports on the front of the shaver console, and that port is no longer working. This was discovered during an unspecified procedure, with no patient harm reported.

Manufacturer narrative:
Additional information: g3, h3, h6 (device not returned) the most likely cause for the reported event is moisture intrusion, damage to hp/sf board. This was attributed to use error.